Event description:
It was reported that the patients ipg was unable to connect the remote control (rc). The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred few weeks before revision.